Manufacturer narrative:
(B)(4). A maquet service technician replaced the potentiometer that was giving non linear readings. Preventative maintenance was performed. Functional and performance testing was successfully executed. The unit was returned to service.

Event description:
It was reported that the potentiometer nut came off and fell inside the device. No patient involvement. Ref: (B)(4).